Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, the reinforced reload was connected to the manual stapling handle. The surgeon closed the jaws and tried to fire the device, however, the handle could not be squeezed. The procedure was completed using a new handle and a new reload. There was no patient injury.